Event description:
It was reported an impedance check revealed invalid impedance. The patient is receiving adequate coverage, but her programs are limited due to the invalid contacts. The patient will undergo x-rays for further investigation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.